Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with "door broken". This condition had the potential to interrupt delivery. It is unknown when and where this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with "door broken" was confirmed and reproduced by baxter personnel. The root cause of this condition was determined to be customer mishandling. The pump head door was replaced to correct this condition and the occlusion sensors were calibrated. Should additional information be received, a follow-up medwatch will be submitted.